Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. At the time of the event, the patient was using an omnipod 5 insulin pump. On (B)(6) 2026, the patient received a cgm alert indicating a low glucose value of 57 mg/dl. A fingerstick blood glucose (fsbg) measurement was performed and was also reported as low; however, the exact value was not documented. The patient treated the hypoglycemia by consuming food and then proceeded to work. While at work, the patient continued to receive repeated cgm low glucose alerts; specific values were not recorded. The patient was unable to perform additional fsbg measurements because the glucometer had been left at home. In response to the persistent low readings, the patient consumed approximately 18 grams of carbohydrates; however, the cgm continued to display low glucose values (unspecified). As the episode progressed, the patient developed symptoms including numbness in the hands, feet, and face, along with a tingling sensation. The patient contacted his mother, who transported him to the emergency department (ed). Prior to transport, the cgm reading was 112 mg/dl. Without obtaining a fsbg measurement, the patient administered 3 units of insulin via the pump. Upon arrival at the ed at approximately 8:30 am, the cgm reading remained 112 mg/dl, while an fsbg measurement indicated an elevated blood glucose level of 525 mg/dl, demonstrating a marked discrepancy. The patient was treated with intravenous fluids and monitored. After approximately four hours, the patient received long-acting insulin (toujeo) prior to discharge. At the time of discharge, the patient reported feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient developed symptoms. The reported glucose values fall within the d zone of the parkes error grid checked at the ed. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.